Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator failed an operational check. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported that the defibrillator failed an operational check. There was no reported patient or user involvement and no adverse patient/user impact. Further information was provided that the defibrillator failed to give a shock.

Manufacturer narrative:
.